Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert and presented at the hospital. The device was found to be in back-up mode due to event queue overflow. The device was restored to normal function and the patient was in stable condition.